Event description:
It was reported that the seal/gasket is falling out when in use. It was further stated that the unit becomes unseated, twisted, and disintegrates. A replacement unit was available.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root cause for the failure can be due to: improper sterilization methods; handling error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued.

Event description:
It was reported that the seal/gasket is falling out when in use. It was further stated that the unit becomes unseated, twisted, and disintegrates. A replacement unit was available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.